Event description:
It was reported that before the case the dyonics power ii control unit made a crackling noise when turned on, screen stayed black and then smelled like it was burning. No smoke, sparking, or burned pieces. No injuries or complications were reported.

Manufacturer narrative:
Product failed functional testing with a blank screen on power up. Cause of display malfunction is a defective microprocessor on the main pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.